Manufacturer narrative:
The manufacturer previously reported a failed test issue due to an active exhalation control module. The active exhalation control module was returned to the quality assurance laboratory for further investigation. During the investigation the root cause was found to be due to a nonfunctional proportional valve.

Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the ventilator at a third party service center, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.